Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient's mother was unable to pair their phone with patient's continuous glucose monitoring system, so patient's mother was advised by dexcom representative to reboot the phone. No additional event or patient information is available.